Manufacturer narrative:
The reported event was ¿lead got stuck after deployment in patients right ventricle¿. A complete lead was returned in one piece with the helix extended, bent and clogged with blood/tissue. Visual inspection, x-ray inspection and electrical testing of the lead were normal with no anomalies found except for the damage found consistent with procedure damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had failed to be disconnected from the right ventricular chamber. The physician elected to remove and replace the rv lead during the procedure. The patient was in stable condition throughout.